Manufacturer narrative:
Other text: b5, h6 ) customer provided additional information that there was no patient involved with the reported event.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump system was returned for analysis. Event history log review was performed and found evidence of reported problem. Visual inspection, attaching a cassette and functional testing which failed were performed. The customer reported problem was confirmed. According to the investigation a cassette not attached properly error" alarm emerged during the functional testing and the mu status mode verified a nonreactive downstream occlusion sensor. Investigator's replaced the pump dso sensor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited "cassette not attached properly" alarm when placed on set. No adverse effects were reported.